Manufacturer narrative:
(B)(4). The reported complaint of iab helium loss alarm is confirmed based on the customer picture provided with the complaint report. The photo shows the "possible helium loss 3" alarm. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " persistent high pressure, helium loss 3 alarms due to kinking / catheter restriction". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported " persistent high pressure, helium loss 3 alarms due to kinking / catheter restriction". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4).